Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the very calcified left anterior descending artery. After a stent was implanted to treat the lesion, a 2.00mm x 15mm nc emerge(tm) balloon catheter was advanced for post-dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2 x 15 non bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic examination revealed a pinhole 3mm distal of the distal markerband. Microscopic inspection of the markerband found no irregularities or defects. Microscopic examination of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the very calcified left anterior descending artery. After a stent was implanted to treat the lesion, a 2.00mm x 15mm nc emerge® balloon catheter was advanced for post-dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a 2x15 non bsc balloon catheter. No patient complications were reported and the patient's status was stable.